Event description:
A user of this model 3100a reported that there was a loud hissing noise coming from its right side. The user also stated that this unit had been rather difficult to calibrate. There was no pt involved.